Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced an unspecified injury. The device remains implanted. No further patient complications have been reported in relation to this event.

Manufacturer narrative:
(B)(4). Total number of events summarized - (B)(4). Ams apogee pc with intexen lp - (B)(4). Ams apogee system - (B)(4). Ams bio arc pre-connected collagen dermal - (B)(4). Ams bio arc sling system - (B)(4). Ams elevate (not specified) - (B)(4). Ams elevate anterior prolapse repair system with intepro lite - (B)(4). Ams elevate posterior prolapse repair system with intepro lite - (B)(4). Ams intexen-porcine dermis - (B)(4). Ams miniarc sling system - (B)(4). Ams monarc c-sling system - (B)(4). Ams monarc sling system - (B)(4). Ams monarc+ subfascial hammock - (B)(4). Ams perigee system - (B)(4). Ams sparc sling system - (B)(4). Infast sling - (B)(4). Unknown graft mesh - (B)(4). Unknown sling system - (B)(4).